Manufacturer narrative:
Suneva medical is filing this emdr from a conservative standpoint based on medwatch filed recently by dr. (B)(6) (mw5076947) where the doctor indicates serious injury. The medwatch letter was received in-house by suneva on (B)(6) 2018. The initial complaint report from dr. (B)(6) was received by suneva medical on (B)(6) 2017 where the injector (dr. (B)(6) reported some swelling in the patient's lips at time of injection (after off-label bellafill injection in the marionettes and chin area) and more severe swelling the next day in the lower face. Suneva medical's investigation began as of the initial report on (B)(6) 2017. At the time of the initial report, it was stated there was no symptoms of anaphylaxis or arterial occlusion, and no other indication of serious injury (i.e. No indication that permanent injury or death would result from the patient's condition or that medical intervention was required to prevent those outcomes). The doctor relayed that on (B)(6) 2017 she gave the patient im steroids, a medrol dose pack and told the patient to take benedryl. As of (B)(6) 2017, the lip swelling had improved, but the doctor believes the patient has developed additional edema in the lower face. The doctor was reminded of bellafill indications. As of (B)(6) 2017, the doctor indicated that the patient is now better. Subsequent communication from the account also indicated the patient was continuing to resolve. On (B)(6) 2017, the account provided the lot number used in the patient's procedure (lot f161132). On (B)(6) 2017, the lot reviews were completed. Manufacturing records and retained lot samples were reviewed with no issues. The lot met all acceptance criteria at the time of release and continued to meet release criteria. The single use syringe had been discarded at the time of use and could not be evaluated. The results of the lot reviews were provided to the account on (B)(6) 2017. No further response was received from the account since (B)(6) 2017 where they stated at that time that the patient was "doing well."

Event description:
Swelling/edema in the lips and lower face after off-label bellafill injection in the marionettes and chin.